Event description:
Customer reported there is no image on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated boards for the right monitor. System operates as intended.